Event description:
Provider alleged sieve beds contaminated. Per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was the sieve beds were contaminated. Additional malfunctions were: compressor noisy, 4 way valve contaminated, pilot valve contaminated, and heat exchanger contaminated.